Event description:
On (B)(4) 2013 it was reported that the physician¿s handheld freezes intermittently during interrogation. The issue has been going on for a while and it was unknown when the issue first began. No patient was adversely affected as the doctor was able to use other programming systems to properly assess and program the vns. The manufacturer¿s consultant was able to reproduce the screen freeze issue, but no further troubleshooting was done following a hard reset as they wished to replace the unit. The handheld and flashcard were returned for product analysis on (B)(4) 2013. An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.